Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report if repeat or confirmatory testing was performed. Results were not reported and there was no impact to patient.

Manufacturer narrative:
Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and checked operation of the apparatus which was good. The device was technically operational and according to the manufacturer¿s technical documentation. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report if repeat or confirmatory testing was performed. Results were not reported and there was no impact to patient.